Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and blindness ('vision loss') in an adult female patient who had essure (batch no. A63347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee pain, knee injury, itching, headache, pruritus, chest pain, shortness of breath, abdominal pain, sinus congestion, maxillary sinusitis, depression, cholecystectomy, tonsillectomy, hernia repair, c-section, multigravida, gastroesophageal reflux disease, hemorrhoids, cardiac catheterization (2010), ectopic pregnancy, motor vehicle accident, cough, parity 1, dental operation, ovarian cyst nos and wisdom teeth removal. Concurrent conditions included obesity, heart racing, hematuria, flank pain, tachyarrhythmia, arrhythmia, premature ventricular contractions, supraventricular tachycardia, tobacco poisoning, acute coronary syndrome, back pain, urinary frequency, urinary urgency, shaking, pneumonia, chills, viral infection, abdominal discomfort, dizziness, pelvic pain female, vaginal prolapse, nocturia, overactive bladder, irregular menstruation, adenomyosis and thyroid nodule. Concomitant products included cefalexin (cephalexin) and lactobacillus nos (culturelle). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia): heavier bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/severe pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)-uti") and paraesthesia ("neurological conditions or problems type: nerve tingling down arms and legs") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced urticaria ("rashes or skin conditions-hives"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision"), blindness (seriousness criterion medically significant) and rash ("rashes"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient underwent dental implantation ("dental problems: dental implant"). In (B)(6) 2017, the patient experienced abdominal pain upper ("gastrointestinal or digestive system condition type: stomach pain") and arthralgia ("knee pain/hip pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), groin pain ("groin pain"), pain in extremity ("arm pain/leg pain"), diarrhoea ("gastrointestinal problems: severe diarrhea") and bronchitis ("bronchitis"). The patient was treated with antibiotics, probiotics nos and surgery (hysterectomy with bilateral salpingectomy - total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, urticaria, arthralgia, rash and groin pain was resolving and the dental implantation, fatigue, abdominal pain upper, urinary tract infection, paraesthesia, vaginal discharge, vision blurred, blindness, weight increased, pain in extremity, diarrhoea and bronchitis outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, blindness, bronchitis, dental implantation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, groin pain, menorrhagia, pain in extremity, paraesthesia, rash, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Rash, abdominal pain lower, abdominal pain upper, fatigue, bronchitis, paraesthesia, dysmenorrhea, vaginal discharge, diarrhoea and menorrhagia. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs and medical record received. Essure lot number, explant date and race were added. Essure implant date and product indication updated. Previously reported ¿injury¿ was updated to lower abdominal pain . Following events were added: abnormal bleeding(vaginal), abnormal bleeding (menorrhagia): heavier bleeding, apareunia (inability to have sexual intercourse), dental problems: dental implant, dysmenorrhea (cramping)/severe pain, dyspareunia (painful sexual intercourse), fatigue, stomach pain, infection (bladder/ urinary tract/vaginal)-uti, neurological conditions or problems type: nerve tingling down arms and legs, rashes or skin conditions-hives, vaginal discharge, vision/eye problems type: blurry vision, vision loss, weight gain, knee pain/hip pain, rashes, groin pain, arm pain/leg pain, gastrointestinal problems: severe diarrhea and bronchitis. Reporters, medical history, lab data, concomitant and treatment drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and blindness ('vision loss') in an adult female patient who had essure (batch no. A63347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee pain, knee injury, itching, headache, pruritus, chest pain, shortness of breath, abdominal pain, sinus congestion, maxillary sinusitis, depression, cholecystectomy, tonsillectomy, hernia repair, c-section, gravida ii, gastroesophageal reflux disease, hemorrhoids, cardiac catheterization (2010), ectopic pregnancy, motor vehicle accident, cough, parity 1, dental operation, ovarian cyst and wisdom teeth removal. Concurrent conditions included obesity, heart racing, hematuria, flank pain, tachyarrhythmia, arrhythmia, premature ventricular contractions, supraventricular tachycardia, tobacco poisoning, acute coronary syndrome, back pain, urinary frequency, urinary urgency, shaking, pneumonia, chills, viral infection, abdominal discomfort, dizziness, pelvic pain female, vaginal prolapse, nocturia, overactive bladder, irregular menstruation, adenomyosis and thyroid nodule. Concomitant products included cefalexin (cephalexin) and lactobacillus nos (culturelle). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia): heavier bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/severe pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)-uti") and paraesthesia ("neurological conditions or problems type: nerve tingling down arms and legs") and was found to have weight increased ("weight gain"). In (B)(6)2015, the patient experienced urticaria ("rashes or skin conditions-hives"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision"), blindness (seriousness criterion medically significant) and rash ("rashes"). In (B)(6)2015, the patient experienced fatigue ("fatigue"). In (B)(6)2017, the patient underwent dental implantation ("dental problems: dental implant"). In (B)(6)2017, the patient experienced abdominal pain upper ("gastrointestinal or digestive system condition type: stomach pain") and arthralgia ("knee pain/hip pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), groin pain ("groin pain"), pain in extremity ("arm pain/leg pain"), diarrhoea ("gastrointestinal problems: severe diarrhea"), bronchitis ("bronchitis"), nervous system disorder ("nuero condition"), pelvic pain ("pelvic pain female") and abdominal pain ("abdominal pain"). The patient was treated with antibiotics, probiotics nos and surgery (hysterectomy with bilateral salpingectomy - total hysterectomy). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain lower, vaginal haemorrhage, arthralgia and groin pain was resolving, the menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, urticaria, rash, pelvic pain and abdominal pain had resolved and the dental implantation, fatigue, abdominal pain upper, urinary tract infection, paraesthesia, vaginal discharge, vision blurred, blindness, weight increased, pain in extremity, diarrhoea, bronchitis and nervous system disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, arthralgia, blindness, bronchitis, dental implantation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, groin pain, menorrhagia, nervous system disorder, pain in extremity, paraesthesia, pelvic pain, rash, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),other, pelvic/ abdominal, menorrhagia, rash/skin condition ,uti, vag. Discharge,weight gain, vision probs, nuero condit/prob,gi conditions, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion.. Rash, abdominal pain lower, abdominal pain upper, fatigue, bronchitis, paraesthesia, dysmenorrhea, vaginal discharge, diarrhoea and menorrhagia. Lot number: a63347 manufacturing date: 2012/10 expiration date: 2015/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Reporters information updated. Event: pelvic pain , abdominal pain , nuero condition were added. Event outcome were updated to recovered: apareunia, dysmennorhea (cramping),dyspareunia (painful sexual intercourse ),other, pelvic/ abdominal,allergy- rash/skin condition, menorrhagia (heavy menstrual bleeding). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and blindness ('vision loss') in an adult female patient who had essure (batch no. A63347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee pain, knee injury, itching, headache, pruritus, chest pain, shortness of breath, abdominal pain, sinus congestion, maxillary sinusitis, depression, cholecystectomy, tonsillectomy, hernia repair, c-section, gravida ii, gastroesophageal reflux disease, hemorrhoids, cardiac catheterization (2010), ectopic pregnancy, motor vehicle accident, cough, parity 1, dental operation, ovarian cyst and wisdom teeth removal. Concurrent conditions included obesity, heart racing, hematuria, flank pain, tachyarrhythmia, arrhythmia, premature ventricular contractions, supraventricular tachycardia, tobacco poisoning, acute coronary syndrome, back pain, urinary frequency, urinary urgency, shaking, pneumonia, chills, viral infection, abdominal discomfort, dizziness, pelvic pain female, vaginal prolapse, nocturia, overactive bladder, irregular menstruation, adenomyosis and thyroid nodule. Concomitant products included cefalexin (cephalexin) and lactobacillus nos (culturelle). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia): heavier bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/severe pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)-uti") and paraesthesia ("neurological conditions or problems type: nerve tingling down arms and legs") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced urticaria ("rashes or skin conditions-hives"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision"), blindness (seriousness criterion medically significant) and rash ("rashes"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient underwent dental implantation ("dental problems: dental implant"). In (B)(6) 2017, the patient experienced abdominal pain upper ("gastrointestinal or digestive system condition type: stomach pain") and arthralgia ("knee pain/hip pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), groin pain ("groin pain"), pain in extremity ("arm pain/leg pain"), diarrhoea ("gastrointestinal problems: severe diarrhea") and bronchitis ("bronchitis"). The patient was treated with antibiotics, probiotics nos and surgery (hysterectomy with bilateral salpingectomy - total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, urticaria, arthralgia, rash and groin pain was resolving and the dental implantation, fatigue, abdominal pain upper, urinary tract infection, paraesthesia, vaginal discharge, vision blurred, blindness, weight increased, pain in extremity, diarrhoea and bronchitis outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, blindness, bronchitis, dental implantation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, groin pain, menorrhagia, pain in extremity, paraesthesia, rash, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Rash, abdominal pain lower, abdominal pain upper, fatigue, bronchitis, paraesthesia, dysmenorrhea, vaginal discharge, diarrhoea and menorrhagia. Lot number: a63347 manufacturing date: 2012/10 expiration date: 2015/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.